Event description:
It was reported that the right ventricular lead exhibited high capture threshold, loss of capture, and high impedance. The lead was capped and replaced on (B)(6) 2017. The patient remained asymptomatic and stable before, during, and after the procedure, and the patient would continue to be monitored normally.

Manufacturer narrative:
The implant date should have been (B)(6) 2005 rather than (B)(6) 2005.